Event description:
Midst opcab, assistant attachment installed and when turning control know to fix the arm, the broken ball bearings and plastics dropped from the opening.

Manufacturer narrative:
The device was inspected upon return and components were missing/broken. The root cause was determined to be improper reprocessing. Instructions for use explicitly state "avoid acidic or alkaline ph balances, causing corrosion or breakage." Sterrad consists of a ph<3 and is not included in the recommended reprocessing guidelines validated and supplied by the company.